Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and ovarian cystectomy. Concurrent conditions included obesity, polycystic ovarian syndrome, endometriosis, anemia, gastrointestinal disorder nos, bladder disorder, kidney disorder, irregular periods, vomiting, abdominal pain and change of bowel habit. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) in 2011, medroxyprogesterone acetate (depo-provera) since (B)(6)2011 to 2011, naproxen from 2010 to 2018 and sertraline hydrochloride (zoloft) from 2010 to 2018. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), iodine allergy ("iodine allergy"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis") and menstruation irregular ("irregular menstrual cycles") and was found to have weight increased ("weight gain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (full hysterectomy). Essure was removed. At the time of the report, the dysmenorrhoea, allergy to metals, iodine allergy, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower, vaginal infection, vulvovaginitis and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, iodine allergy, menstruation irregular, migraine, nausea, vaginal discharge, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff had underwent full hysterectomy, but essure removal was reported as no (discrepancy information). Previously noted essure insertion date:(B)(6)2010. Discrepancy noted in removal details: (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - on an unknown date: had a allergic reaction to iodine. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: vaginal infection, vulvovaginitis, headache, menstruation irregular and nausea. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs and medical record received. Essure lot number added. Events added: nickel allergy, iodine allergy, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, lower abdominal pain, vaginitis, vulvovaginitis, irregular menstrual cycles, medical history, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 28-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and ovarian cystectomy. Concurrent conditions included obesity, polycystic ovarian syndrome, endometriosis, anemia, gastrointestinal disorder, bladder disorder, kidney disorder, irregular periods, vomiting, abdominal pain and change of bowel habit. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) in 2011, medroxyprogesterone acetate (depo-provera) since august 2011 to 2011, naproxen from 2010 to 2018 and sertraline hydrochloride (zoloft) from 2010 to 2018. On (B)(6)2009, the patient had essure inserted. In s(B)(6) 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In march 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6)2011, the patient experienced vulvovaginitis ("vulvovaginitis") and menstruation irregular ("irregular menstrual cycles"), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), iodine allergy ("iodine allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (full hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the dysmenorrhoea, allergy to metals, iodine allergy, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower, vaginal infection, vulvovaginitis, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, iodine allergy, menorrhagia, menstruation irregular, migraine, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff had underwent full hysterectomy, but essure removal was reported as no (discrepancy information). Previously noted essure insertion date:(B)(6)2010 discrepancy noted in removal details: (B)(6)2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - on an unknown date: had a allergic reaction to iodine. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: vaginal infection, vulvovaginitis, headache, menstruation irregular and nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 28-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and ovarian cystectomy. Concurrent conditions included obesity, polycystic ovarian syndrome, endometriosis, anemia, gastrointestinal disorder, bladder disorder, kidney disorder, irregular periods, vomiting, abdominal pain and change of bowel habit. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) in 2011, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 to 2011, naproxen from 2010 to 2018 and sertraline hydrochloride (zoloft) from 2010 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced vulvovaginitis ("vulvovaginitis") and menstruation irregular ("irregular menstrual cycles"), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), iodine allergy ("iodine allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). The patient was treated with duloxetine hydrochloride (cymbalta), ibuprofen, paracetamol (tylenol) and surgery (full hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the dysmenorrhoea, allergy to metals, iodine allergy, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower, vaginal infection, vulvovaginitis, menstruation irregular, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, iodine allergy, menorrhagia, menstruation irregular, migraine, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff had underwent full hysterectomy, but essure removal was reported as no (discrepancy information). Previously noted essure insertion date:(B)(6) 2010. Discrepancy noted in removal details: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - on an unknown date: had a allergic reaction to iodine. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: vaginal infection, vulvovaginitis, headache, menstruation irregular and nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event headaches was added. Treatment drugs was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 28-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and ovarian cystectomy. Concurrent conditions included obesity, polycystic ovarian syndrome, endometriosis, anemia, gastrointestinal disorder, bladder disorder, kidney disorder, irregular periods, vomiting, abdominal pain and change of bowel habit. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) in 2011, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 to 2011, naproxen from 2010 to 2018 and sertraline hydrochloride (zoloft) from 2010 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced vulvovaginitis ("vulvovaginitis") and menstruation irregular ("irregular menstrual cycles"), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), iodine allergy ("iodine allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (full hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the dysmenorrhoea, allergy to metals, iodine allergy, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower, vaginal infection, vulvovaginitis, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, iodine allergy, menorrhagia, menstruation irregular, migraine, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff had underwent full hysterectomy, but essure removal was reported as no (discrepancy information). Previously noted essure insertion date: (B)(6) 2010. Discrepancy noted in removal details: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. X-ray - on an unknown date: had a allergic reaction to iodine. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: vaginal infection, vulvovaginitis, headache, menstruation irregular and nausea. Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received- new event abnormal bleeding(vaginal) and abnormal bleeding (menorrhagia) were added. Onset date events was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('full hysterectomy as a result of complications from essure') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: plaintiff had underwent full hysterectomy, but essure removal was reported as no (discrepancy information). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to event: full hysterectomy as a result of complications from essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.